Event description:
Patient have rotator cuff repair to shoulder. During operative procedure, cautery pencil slipped between left arm and chest and pressure turned pencil on. Patient sustained 2-3 degree burns on left upper arm. Area was excised during operative procedure. ,plastic surgery consulted - no skin grafts to be done.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.